Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-9239 drill bit broke in the drill guide. This was discovered during a case and broke inside the patient. Per facility: "ar-9239 4.5 drill tip broke off in the vaultlock guide ar-9231-04pp. The piece that broke off was retrieved from the patient but was not retained following the case. The majority of the drill was retained and can be sent in."

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the device had broken. The broken piece was not returned for investigation. Circumferential abrasions were also noted on the shaft of the device. The cause remains undetermined, however, a probable cause can be attributed to prying/leveraging the device during use.